Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided guidance to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if any issues reoccur.